Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an inappropriate atp therapy for svt was observed. The patient was non-compliant with medication and was reminded of prescribed regimen. The device remains implanted.